Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), japan (received at omsc on 2022-11-15). The evaluation at omsc confirmed the reported image error (green image) and traced the failure back to a defective cable assembly. Therefore, this event/incident was attributed to component failure. Furthermore, a dent was found at the distal end of the outer tube, which was most likely caused by improper handling. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
The video telescope loaner device was reported to display a green image. There is no indication that the image failure occurred during a procedure and there was no report about an adverse event or patient injury.